Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown; item #unknown, unknown head, lot #unknown; item #unknown, unknown liner, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034201901609, 0001825034201901611.

Event description:
It was reported that patient is being considered for a revision for an unknown reason. Additional information was requested, however none was available.

Event description:
It was reported that patient is being considered for revision due to metal debris and osteoysis. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review demonstrated that there is abnormal radiolucency along the acetabular component and possibly the greater trochanteric region that may represent osteolysis. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.